Manufacturer narrative:
The pump was received unit with a button error alarm followed by unresponsive buttons due to corroded keypad traces. No moisture damage was noted on the electronic assembly. However, moisture damage was found on the motor assembly. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's parent reported via telephone call that the customer went into a lake and received messages that the insulin pump had alarmed. The parent was not sure if the screen went blank, what alarms occurred, or what the blood glucose reading was at the time. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.